Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reported low blood glucose symptoms of sweating and trembling. An emergency service was called, and upon arrival customer tested 50 mg/dl on a professional meter, and 45 mg/dl on a different professional meter. Less than 10 minutes later customer tested 142 mg/dl on his active system. The reported results are approximations. The customer received a glucose IV and low blood glucose symptoms were controlled. Requested return of suspect device and replacement was sent.